Manufacturer narrative:
Manufacturer's investigation conclusion: the report of system controller speakers being intermittent/broken was confirmed during the investigation of the returned heartmate 3 system controller (sn (B)(4)). The returned system controller was connected to laboratory test equipment without any issues. However, when either a self-test or any alarm was initiated the controller's speakers did not respond as designed, with the tone being intermittent. A data log file was retrieved successfully and did not capture any atypical alarms or events. Throughout the log file the controller always supported an lvad at the set speed. The transducer on the back of the device was measured at ~90 db, above the required 85db. However, when the transducer on the side of the device was measured, it produced no sound. Visual inspection of the transducer did not reveal any obstructions. The transducer was cleaned with alcohol and a cotton swab but this did not resolve the issue. The controller was disassembled and its internal components inspected, but no visible damage was observed. Testing of the transducer control circuit revealed that it was operating as intended. Additionally, voltage values were also measured at the transducer pins themselves and the values were unremarkable, indicating that both the connectors, transducer wires, and solder connections were unremarkable. When the two transducer connections were swapped, the issue followed the suspected transducer (from the side of the controller), indicating that it was defective. The root cause of this audio transducer being defective could not be conclusively determined during the investigation. The defective transducer did not affect the controller's ability to support a test lvad during testing and all remaining functions of the device were found to function as intended. Reports of similar events will continue to be tracked and monitored. Heartmate 3 patient handbook section 2-"how your heart pump works", under table 2 in the sub-section titled "the system controller user interface", describes all visual indicators of the user interface as well as the functions of the controller's buttons. The user interface on the system controller uses sounds, lights, symbols, and on-screen messages to tell you how the system is working. This section also describes the function of the system controller's display screen. Sub-section titled "the system controller self test" covers the steps for performing a selft test as well as the expected response of the visual and audible indicators. The system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 patient handbook section 6-"caring for the equipment", under sub-section titled "cleaning the system controller", states "at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If you notice a change in tone or in loudness during a system controller self test (performing a system controller self test on page 41), the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside." Heartmate 3 patient handbook section 10-"safety checklists" provides checklists to assist you in performing routine maintenance of the heartmate iii left ventricular assist device. Heartmate 3 patient handbook and heartmate 3 instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient tells vad coordinator that the sound is different when starting self test on hm3 controller. Sounds like one speaker is intermittent broken. Controller was exchanged. No further information was provided.